Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject device. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject uhi-3 was not returned to olympus medical systems corp. (Omsc). As a result of investigation by the technical support engineer, it was found that the output voltage of the power board was low and unstable. The power board operated normally after the maintenance of the subject uhi-3. The uhi-3 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
(B)(6) informed olympus (B)(4) of the event below on march 13th, 2019. On (B)(6) 2018, during unspecified procedure, the subject uhi-3 appeared alarm and errors. The user replaced the subject uhi-3 with the similar device and the procedure was completed. There was no influence such as the extension of the procedure. There was no report of the patient¿s injury regarding this event.